Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 10 days post implant of this tricuspid annuloplasty ring, a permanent pacemaker (ppm) was implanted. The reason for the permanent pacemaker was atrial fibrillation which led to requiring epicardial pacing and eventually a ppm was implanted. No additional adverse patient effects were reported.